Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the temperature of the pump was high. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: there was no activity related to the complaint observed in the black box or download history. There were no records of voltage drops in the black box. The pump was powered on normally and electrical current draws found to be within specification. No overheating was duplicated during testing. There was no damage, defect or contamination of the pump¿s interior components.